Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two contaminated samples without packaging were provided for investigation. Upon evaluation of the units, no visual defects were observed following decontamination. Leakage and occlusion testing were performed with passing results. It should be noted that the set did not include any component designed to prevent backflow. The reported issue was not confirmed we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: on two extension sets blood backed up into the end cap on two different patients.